Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73k1800340 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic distal gastrectomy, a clip was loaded in the jaws in broken condition at the beginning of the procedure.

Manufacturer narrative:
Qn#(B)(4). Voided complaint: this complaint has been retracted due to it is a duplicate of MDR file number: 3003898360-2019-00283. Please make a note of it for your records.

Event description:
It was reported that during a laparoscopic distal gastrectomy, a clip was loaded in the jaws in broken condition at the beginning of the procedure.